Manufacturer narrative:
(B)(4). The device was returned to baxter and eval was performed. The eval confirmed and reproduced the reported intermittent keypad malfunction, caused by a loose connector on the input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum pump had an inoperable #1 key. During eval of the device, the issue was discovered to be intermittent keypad function. Any pt involvement, injury or medical intervention is unk.